Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high and low blood glucose level. Customer¿s blood glucose level was 300 to 400 mg/dl at the time of incident. Customer was treated with bolus and blood glucose was below 40 to 67 mg/dl and treated with food. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. Customer stated that the auto mode feature was active at time of high and low blood glucose event. Customer alleged that insulin pump was over delivering. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.